Event description:
The patient has a complicated surgical history including mechanical mvr. She underwent permanent pacemaker implantation for sick sinus syndrome 2 years ago. She was found on routine interrogation this month to have a non-functioning atrial lead with high lead impedance (which appeared to have started 7 months ago). She has preserved lv ef. She presented for atrial lead revision. At the start of the case, fluoroscopy revealed a complete break in the chronic ra lead 2 cm distal to the subclavian insertion site. A new ra lead (mdt 4076) was inserted. Decision was made not to attempt to remove the chronic ra lead due to 1) high risk of back bleeding given high r sided pressures and wide open tricuspid regurgitation with anticoagulation, 2) high risk of pocket bleeding due to adherence of the lead to the pocket, 3) risk of destabilizing the lead with risk of complete lead retraction into the brachiocephalic vein/heart. Although lead fractures are known to occur with pacing leads over time, this case was worth noting because of 1) the severity of the break (total clean break with 0.5 cm disconnection between two ends) 2) the location of the break (not subclavian but rather in the pocket) and 3) the relatively short period of time the lead had been in the patient (< 2 years). Hence it is unclear if there is a lead design issue.====================== manufacturer response for pacemaker lead, guidant 4469======================technical services was contacted and will give reply regarding issue.